Event description:
Was transporting pt. To hosp. Via ambulance. 3/4 of the way to hosp. Pump #2 beeped and read "ER 92-5." Attempted to clear/change settings and turned pump off and back on. Pump still remained inoperable. Rptr had to freeflow heparin at 20 cc/hr until able to take ns out of pump #1 and get freeflowing and change pump settings to administer heparin in pump #1. Unable to place heparin in pump #3 secondary to ntg gtt being administered to pt.